Manufacturer narrative:
Unit passed the rewind, basic occlusion test, occlusion test, prime / a33 test, excessive no delivery test and displacement test. No motor error alarms noted. The motor was tested outside the device and passed; however, motor was found leaking oil. Unit received with minor scratches on display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a motor error alarm. Customer's blood glucose was 9.2 mmol/l. During troubleshooting, it was found that customer was not exposed to magnetic field or MRI. Insulin pump will be replaced. No further information provided.